Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive the root cause of the customers reported noisy image issue could not be determined, however, due to the observed b31 scope communication error and the connector section ID function failure issues, the event was likely the result of damage to the image sensor unit and or a faulty component on the circuit board due to stress of user handling/mishandling, external factors or a failure on the system side. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: pinhole on insertion section, air leak on connector section venting connector, glue chipped of insertion section, blades cut off on insertion section bending tube, breakage of connector section video connector cover olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the videoscope had noise the appeared on the screen. During evaluation, the following reportable issues were found: a b31 (scope communication) error code due to a damaged charge coupled device and no scope identification data due to breakage of the circuit board. There were no reports of patient harm or serious injury. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the video connector cracked. The switch button 3 had a scratch. The video cable had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.